Event description:
Pt reported their freedom pump broke in the middle of infusion. pump serial number and expiration unknown. no further information, details or dates available. product lot and expiration unknown. unknown if pump is available for possible return. unknown if md is aware. dose/amount: gamunex-c 10% sdv - 10mg. gamunex-c 10% sdv indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown. did adverse event(s) result due to product issue? - unknown. did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.